Event description:
It was reported, "during the past 6-9 months, [the patient] has experienced pain in the knee and x-rays revealed the device was no longer stable resulting in increased pain. Approximately three weeks ago, we [were notified that] the knee cap has cracked." Revision is planned.